Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). While on call, patient stated they used to only need to charge their ins every other day when they first got it, but now they have to charge it mostly every day. Patient mentioned they last charged their ins today. When agent inquired event date, patient stated ' I don't charge it until it's at 10% - I don't over charge it - not until about the 4th or 5th, maybe 6 months ago,' then stated 'the first 4 years I only had to charge it every other day this year I noticed that I have to charge it every day. When I lay on my back to sleep it is around 8 or so and when I go to church or grocery shopping, I have to lower it a bit. And I want to lower it as much as possible to make it last that 2nd day (while they wait for their controller replacement).' Agent documented reported information.